Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm unknown aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The patient presented with shortness of breath and syncope. The tavr was successfully performed with a 23mm 9750tfx valve. Patient was in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g3, g6, h2, h6: (type of nvestigation). Correction: h6: (health effect clinical, device code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm unknown ce aortic valve underwent a valve-in-valve procedure after an implant duration of 11 years, 9 months due to degeneration and severe regurgitation. The tavr was successfully performed with a 23mm 9750tfx valve. Patient was in stable condition post procedure and discharged on pod #6. Per records, the patient presented with acute on chronic heart failure exacerbation in the setting of severe prosthetic ai and reduced ef 37%, tee showed degeneration of the aortic valve.